Event description:
As it was found during an article review, three unknown optease vena cava (ivc) filters presented these 2 products malfunction and 1 with a vena cava injury: changes in tilt angle (1-gmjaeb), change in filter apex position (B)(4), caval wall penetration (B)(4) by filter. Yoon et al changes in tilt angle, position and penetration of and cordis retrievable ivc filters inferior vena cava (ivc) wall of aln, bard, cook and cordis retrievable ivc filters; journal of vascular and interventional radiology volume 22, issue 3, supplement , page s144, march 2011 , report of 8 cordis optease filters, there was a 1.19 (_7.7 - 13.2) change in tilt angle (degrees) (range), 0.72 (_3.6 - 10.0) change in filter apex position (cm) (range) and 0.17 (0 - 0.54) caval wall penetration by filter (cm) (range).

Manufacturer narrative:
As it was found during a literature review, an abstract notes that three unknown optease vena cava (ivc) filters presented with one change in tilt angle, one change in filter apex position and one vena caval wall penetration by the filter. Yoon et al changes in tilt angle, position and penetration of and cordis retrievable ivc filters inferior vena cava (ivc) wall of aln, bard, cook and cordis retrievable ivc filters; journal of vascular and interventional radiology volume 22, issue 3, supplement , page s144, march 2011. There is no mention of adverse impact to a patient. The products were not returned for analysis. Additionally, as the sterile lot numbers were not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Inferior vena cava wall damage is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. The timing and mechanism of the filter tilts remains uncertain. There is no additional information regarding patient, lesion or procedural characteristics regarding these events. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. This is one of three products involved with the reported events and are associated under manufacturer report numbers 9616099-2012-00699, 9616099-2012-00700 and 9616099-2012-00701. (B)(4). In addition, the three reports were also not associated are also associated in the report.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.